Event description:
Further review of the returned product by the manufacturer identified the issue was previously reported on MFR. Report 1644487-2011-01837. Current report indicates no device issues were found with the returned handheld.

Event description:
It was reported by a company rep that a physician had issues with his handheld computer. At the moment, further info regarding the event is unk as good faith attempts to obtain add'l info from the reporting physician have been unsuccessful to date.

Event description:
The reported handheld was returned to the manufacturer for analysis. Analysis of the returned handheld revealed that the lock button was in the locked position. Once the lock button was moved to the unlocked position, the handheld performed according to functional specifications. Analysis of the software indicated that the flashcard and software performed according to functional specifications.